Event description:
It was reported that during a laparoscopic cholecystectomy, clips were being applied to the cystic artery, but they kept slipping off the vessel. A like device was used to complete the procedure. There was no pt consequence.